Event description:
It was reported that a revision surgery was performed due to unspecified reasons. The surgeon exchanged the reflection liner.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, a revision of a reflection liner exchange was performed due to ¿wear¿ in australia. It was communicated that the doctor ¿did not fault the product¿ and no information would be forthcoming. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.